Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose level of 401 mg/dl. The customer attempted to self-treat with a manual dose injection but was treated in the ICU intravenously with fluids of saline and insulin. The customer was released (B)(6) 2023 with no permanent damage.